Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the physician could not insert/load the starclose se exchange sheath into the guide wire. A second starclose se was attempted with the same results. Hemostasis was achieved with manual compression, for an unspecified period of time. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1: the starclose se (part #14679-01, lot #890296h), is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned fully clip deployed. Blood was present at the distal end at the vessel locator wings and pusher body. All device components were returned with the exception of the clip. During testing the dilator was inserted into the exchange sheath and then loaded over the 0.03 inch guide wire. The guide wire and dilator were removed and the sheath was attached to the clip applier without difficulty. The dilator and exchange sheath were examined and there was no blood present or indication of use. Based on the returned exchange sheath and dilator inspection and testing the reported difficult to load the exchange sheath over the guide wire experience could not be confirmed. The device condition does not match the reported event. The starclose clip applier exchange system has 3 components: a j-tip 0.035 inch guide wire, dilator and exchange system that allows introduction of the clip applier into the anatomy. The dilator is loaded into the exchange sheath for stability and rigidity and both are then loaded over the guide wire. After the sheath is placed in the anatomy the clip applier is then loaded onto the sheath. The exchange sheath is not intended to be loaded over the guide wire without the dilator; missing this step would create difficulty during sheath loading. It does appear that this step was completed during the procedure. However, based on the incident description, analysis of the returned components and the testing results the probable root cause for the reported experience is related to incorrect technique/procedure. There was no manufacturing or quality issue detected. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this event.